Manufacturer narrative:
Trackwise ID : (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported the vasoview hemopro 2 opened for CABG procedure. When the smoke evacuation tube set attached to the vessel harvesting system insufflation machine alarmed occlusion and failed to work. A new smoke evacuation set opened and attached and the machine and insufflation machine alarmed occlusion. New vasoveiw hemopro system opened and smoke evacuation tube set was attached and the insufflation machine began to work.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/31/2022. An investigation was conducted on 09/08/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. There were no visual defects observed on the cannula as well as the btt that was returned with the harvesting device. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. There was no excessive smoke observed during the testing. An activation and transection capability test was performed over four(04) repetitions using "max life test method stm2048073. The device activated and transected tissue four (04) times with no cautery failure observed or excessive smoke observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test with no excessive smoke observed. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "smoking" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported the vasoview hemopro 2 opened for CABG procedure. When the smoke evacuation tube set attached to the vessel harvesting system insufflation machine alarmed occlusion and failed to work. A new smoke evacuation set opened and attached and the machine and insufflation machine alarmed occlusion. No visible blockage. New vasoveiw hemopro system opened and smoke evacuation tube set was attached and the insufflation machine began to work. No harm to the patient.